Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple anomalies. The customer¿s blood glucose level was unknown. It was stated that when customer suspends the insulin pump and it was still delivering insulin, also she would got vibration alerts when insulin was low but then they would stop. The troubleshooting was not mentioned. The product will not be returned for analysis.